Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients ipg would not turned on and was getting a communication error due to remote not connecting with the ipg after a non-device related surgery. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patients ipg would not turned on and was getting a communication error due to remote not connecting with the ipg after a non-device related surgery. The patient will undergo an ipg replacement procedure.